Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below-knee (bk) vessel. The angle of the bk bifurcation was steep and accompanied by highly calcified nodules. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advance for dilatation. However, during the initial inflation at rated burst pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed no issues; however, the microscopic examination revealed a pinhole around 18mm from the tip of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below-knee (bk) vessel. The angle of the bk bifurcation was steep and accompanied by highly calcified nodules. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advance for dilatation. However, during the initial inflation at rated burst pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.